Event description:
The customer reported the plastic connector to the nurse call outlet is missing and when the nurse call cable is plugged into the receptacle, the nurse call is sounding inconsistently at the nurse's station. The customer reported this was discovered during use, but could not provide the date of event. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the alarm and nurse call cable found that the nurse call red led light toggles off and on when the nurse call cable is moved while inside the nurse call receptacle. The nurse call receptacle's housing is damage and the internal mechanism is no longer intact and as a result the nurse call cable is does not have a secure fit. When the alarm was tested with a new nurse call cable the results remain the same. The alarm has cracks on the dust covers outside the battery compartment. There is a rattling sound from inside the unit. Manufacture report 2020362-2014-00304 for nurse call cable. (B)(4).